Event description:
It was reported that the patient experienced erosion, leading to device protruding through gap in the skin. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg was implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.